Event description:
Complainant alleged that during a routine shift check by a clinician the defibrillator does not recognize device as internal paddles as user is able to select an energy level of 200 joules. Complainant indicated that there was no pt involvement in the reported malfunction.